Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: mp40bv lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion and an incorrect battery longevity estimation. It was also reported that the left ventricular (lv) lead exhibited elevated thresholds. The ipg will be explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.